Event description:
It was reported that for the asymptomatic patient, increased pacing lead impedance was observed with in-clinic measurements. A noise reversion episode three months prior was also noted, but isometric testing did not produce noise. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.